Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 300 mg/dl and 58 mg/dl 2. 290 mg/dl and 85 mg/dl sets of readings were taken on different days. In first incident, customer did not feel symptoms with reading of 300 mg/dl, but took extra insulin (10 units of novolog) based upon the reading and his sliding scale. Five minutes later, customer felt weak, sweaty, and shaky and obtained the reading of 58 mg/dl. Customer self treated by drinking something and felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent. In second incident, customer felt that the reading of 85 mg/dl was correct. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.